Event description:
It was reported to medtronic minimed that the customer reported crack on the battery compartment of the pump. The customer reported no adverse event. The event involved product mmt-1805. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1805 was requested and it was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with cracked case at battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay, cracked retainer, and retainer knit line damage. The test p-cap locks properly into the reservoir compartment during testing. Cosmetic damage- cracked case battery tube confirmed at the back of the pump. Cosmetic damage-retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.